Event description:
It was reported that during a supply change the user unlocked the ilet pump and found the device on the fill tubing screen while not connected, observed 2.7 units on the meter, and later noted hyperglycemia over 200 mg/dl after eating and not meal announcing. Subsequent checks confirmed a downward trend, and the event was addressed through troubleshooting and user education regarding proper procedure and meal announcements, with the user interface implicated due to being on the fill tubing screen. Symptoms included hyperglycemia peaking at 277 mg/dl, while there were no clinical signs, symptoms, or conditions beyond high glucose. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem was classified as improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.